Manufacturer narrative:
Safety and efficacy of second generation everolimus-eluting stents versus biolimus-eluting stents versus zotarolimus-eluting stents in real world practice https://doi.org/10.1093/eurheartj/ehy565.p1646. Date of publication. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported in a journal that a selection of patients received resolute integrity / resolute zes as part of a study. Adverse events reported included target lesion revascularisation and stent thrombosis.